Manufacturer narrative:
The device involved in the reported incident was received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A mayfield modified skull clamp slipped and caused a laceration. The information was described as follows; "the physician placed the mayfield skull clamp onto the patient in the supine position. He verified that everything was locked and placed properly. They flipped the patient into the prone position. He then verified that the skull clamp had no movement. As they were hooking it up to the base unit and swivel and were positioning the patient it slipped and lacerated the patient. The laceration wasn't too bad as he placed staples. They grabbed another skull clamp and repositioned the patient. He said he thought the plunger came loose somehow. He didn't feel like it was the pressure know or rocker arm but the plunger on the skull clamp."